Manufacturer narrative:
Product not returned for evaluation.

Event description:
The patient reported that he woke up in the morning and his insulin infusion device did not have power. He changed the power pack and the insulin infusion device worked correctly. No blood glucose concerns were reported. No medical attention was required. No product will be returned.